Manufacturer narrative:
Device was visually examined and no anomalies were observed. The cs29 was reloaded and fired, resulting in properly formed staples. The complaint could not be duplicated, and the root cause of the reported malfunction could not be determined. Evaluation summary: cs29 anvil, the cut ring showed normal staple formation and normal cut respectively. Cs29 was reloaded with staples and uncut cut ring was also installed. Unit calibrated normally, opened fully, closed for firing range, fired staples into four layers of red colon foam, and staple formation was acceptable. Unit did not produce underform or malformed staples.

Event description:
The cs29 was connected to the pec200 per the instructions for use (IFU), was positioned transanally and was fired. After the firing sequence, the surgeon saw that half the anastomosis was open; some staples were malformed, and others were underformed. The anastomosis was then redone.